Event description:
The complainant reported that clinicians were performing the therapeutic drainage procedure on a patient (age and gender unknown), using the accustick ii. During the procedure the introducer wire sheared off inside patient. The clinicians successfully removed a portion of the sheared off material by hand. A portion of the material remained in the patient. The clinicians then obtained another device and successfully completed the patient procedure. The complainant indicated that they feel there was no harm to the patient. The patient was reported to be "fine"

Manufacturer narrative:
Device history record was reviewed; all records appeared normal. No quality related issues or manufacturing deficiencies were noted at the time of manufacture. A lot history search was performed and found no other complaints against lot number 8122899. The device was returned for evaluation. The accustick with the trocar and guidewire were received inside the original pouch containing the product label. A visual evaluation was performed. This evaluation found that the outer coil had unraveled from the distal tip of the device, while the floppy core wire appeared to be intact. Multiple bends were identified in multiple locations on the working length of the guidewire. The inner core of the wire length was found to be within tolerance per specification. This visual examination also found that the ball weld was still appropriately attached to the outer core wire. This visual evaluation also found that the distal tip of the catheter was kinked. This customer complaint condition was confirmed. The most probable root cause of the device damage has been determined to be the result of user handling possibly during interaction with the catheter. The july 2007 accustick product family trending chart was reviewed and the product family is at or above the complaint alert limit and shows a negative trend. A corrective action request has been submitted for this issue.